Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps (mbf) instrument for failure analysis investigation. The instrument was analyzed and during visual inspection, it was found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument tip sparked. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.